Event description:
It was reported that the pulse generator exhibited noise during a routine follow up, the patient was asymptomatic. The noise could not be reproduced and the device remained implanted. The patient would be monitored.

Manufacturer narrative:
(B)(6).